Event description:
It was reported that this patient with this pacemaker and associated leads expired on the date of the system implant. The death reportedly occurred several hours post-procedure. The patient was noted to have blood pressure issues both pre-and post surgery. No effusion near the heart was found upon examination. The cause of death was listed as multiple comorbidities and it was believed that anesthesia may have been a factor.